Event description:
Emergency room personnel were attempting to externally pace a pt, condition unk. The device emitted a high pitched tone each time the start button was pushed and would not pace. A back up pacer was available and used to continue treatment to the pt. The reporter stated there were no adverse effects to the pt as a result of the malfunction.